Event description:
Cut gums [gingival injury] top set of bristles just fall out - oral-b [device breakage] . Case narrative: consumer via social media stated that the top set of bristles just fell out of the oral-b manual toothbrush. The plastic cut their gums. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.